Event description:
The reporter contacted animas on (B)(6) 2015 alleging a button/keypad (tactile changes w/moisture) issue; moisture behind the display screen, under responsive up arrow, down arrow and ok keypad buttons. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
Follow-up #1: date of submission 06/04/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2015 with the following findings: on examination,the display was found to be clear and legible. There was no moisture noted in the display screen; however, moisture was observed in the battery compartment. The keypad was found to be intact without damage. On testing, all the keypad buttons had proper response. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. Investigation did not duplicate the alleged keypad issue. A leak test was performed which revealed a battery compartment leak. The pump was opened for further investigation and revealed moisture inside the pump on the printed circuit board. Investigation confirmed moisture in the pump but did not duplicate a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.